Event description:
While sewing up the first layer uterine stitch the needle kept breaking or popping off the suture. Tried 3 different sutures from the same lot number before finding one that did not pop off. Only needed to be using 2 sutures but had to open 5 total.